Manufacturer narrative:
Calibration and qc were acceptable. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6). Competitor method 1 was mini vidas. Competitor method 2 was not provided.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for ferr4 on a cobas c 303 analytical unit compared to two competitor methods. On 14-feb-2024 the initial result from the c303 analyzer was 46.7 ng/ml. On 15-feb-2024 the repeat result from competitor method 1 was 2.95 ng/ml. The repeat result from competitor method 2 was < 3 ng/ml. A new sample was obtained and the result from the c 303 analyzer was 49 ng/ml.